Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker because the projected battery longevity decreased by two years in approximately one year. However, data analysis was performed, and it was found that the device power consumption is stable and there is no evidence of premature battery depletion. No adverse patient effects were reported. This product remains in service. Additional information was received, after a data review it was found that the power consumption was normal and stable, however, the voltage showed an unexpected behavior. As a result, technical services (ts) recommended an urgent replacement of the device. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that this device was explanted and successfully replaced. Other than the procedure no additional adverse patient effects were reported. This device is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 impact codes.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker because the projected battery longevity decreased by two years in approximately one year. However, data analysis was performed, and it was found that the device power consumption is stable and there is no evidence of premature battery depletion. No adverse patient effects were reported. This product remains in service. Additional information was received, after a data review it was found that the power consumption was normal and stable, however, the voltage showed an unexpected behavior. As a result, technical services (ts) recommended an urgent replacement of the device. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker because the projected battery longevity decreased by two years in approximately one year. However, data analysis was performed, and it was found that the device power consumption is stable and there is no evidence of premature battery depletion. No adverse patient effects were reported. This product remains in service. Additional information was received, after a data review it was found that the power consumption was normal and stable, however, the voltage showed an unexpected behavior. As a result, technical services (ts) recommended an urgent replacement of the device. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that this device was explanted and successfully replaced. Other than the procedure no additional adverse patient effects were reported. This device was returned for further analysis.

Manufacturer narrative:
The returned accolade device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 impact codes.